Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use on event on 12-jun-2024.. Infusion set has been used for 2 days. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully. No further information available